Event description:
Reporter alleged blood glucose readings have been erratic. It was stated blood glucose measured 359 mg/dl back to back with a result of 89 mg/dl when testing was performed within 10 minutes of each other. Reporter stated customer ate something when glucose was low. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.